Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result main findings: the force sensor idle value is too high. The reason for a shifted force sensor idle value is an excessive mechanical force applied externally to the piston holder in the cartridge compartment. The delivery accuracy of the insulin pump is not affected by this failure. History: the pump history showed that the customer stopped the insulin delivery temporarily since the (B)(6) 2012. The pump was the longest time in stop mode from the (B)(6) 2013 18:51 until the (B)(6) 2013 10:29. Consumables n/a. The problem mentioned by the customer is related to a handling issue. The investigation determined the returned product was damaged which may have caused or contributed to the reported event as described in this case. There is no indication the product's damage occurred due to any mistake or nonconformance of materials while under control of the manufacturer. It is likely the product was accidently damaged during use and handling.

Event description:
Caller reported patient and parents approached the nurse in the hospital due to elevated blood glucose levels and ketones; exact numbers were not provided. Caller stated patient needed help from the staff due to ketoacidosis; blood glucose values and type of treatment received was unknown but was ambulant. Caller reported the infusion device was checked by a company representative on (B)(4) 2013 and found to have a strong insulin smell; alleged leakage in the infusion device. Requested return of the alleged infusion device.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.